Manufacturer narrative:
The customer determined that the inconsistent results were sample related. No additional information was provided. The instrument is operating as expected.

Event description:
A customer reported that unexpected results were obtained with three samples during validation testing for an upgrade to galileo instrument (B)(4).